Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass, the suture repeatedly fell off the needle. To correct the issue, a new lot number was used. No patient injury. The case was delayed by one hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.